Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge 19 alarms during the loading process. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.